Event description:
The manufacturer has been notified regarding the passing of a patient who was using a rep dreamstation auto CPAP device. The patient's mother reported that her daughter passed away on (B)(6) 2021, and has requested to be removed from all further communication. The mother also indicated that she does not have the device available for return. No additional details were provided, and there has been no indication that the device contributed to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.